Event description:
Elegance clinical study: it was reported that vessel dissection occurred. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery, and left proximal popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 350 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, balloon dilation was performed with 6 mm x 200 mm, 5 mm x 200 mm mustang balloons and 2.5 mm x 300 mm non boston scientific balloon. Treatment of target lesion was performed by placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. Following post dilation with 6 mm x 200 mm mustang balloon, the final residual stenosis was noted to be 10%. On the same day, during treatment of target lesion, dissection of grade d was noted due to pre-dilation with 6 mm x 200 mm and 5 mm x 200 mm mustang balloons. In response to the dissection in target lesion 001, bailout stent was placed, and post dilation was performed with 6 mm x 200 mm mustang balloon, and final residual stenosis was noted to be 10%. The complication was resolved and 2 days later, the subject was discharged.

Manufacturer narrative:
Patient identifier: (B)(6).